Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker's battery depletes faster than expected. Boston scientific technical services (ts) suggested a save to disk and memory dump if the patient went into atrial fibrillation. Additional information indicates that the diagnostic data revealed a slow and constant increase in power consumption. The expected power consumption has risen over the past year and appeared a continual increase in power. The battery can sustain therapy functions for 28 days if the increase remains constant. It was recommended that the device should be replaced. Additional information indicates that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. This resulted in the observed premature battery depletion.